Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/4/2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry suffered loosening of humeral side implants. The patient suffered an injury after lifting a five-pound box. The x-rays indicated a small non-displaced fracture and loose humeral components. The patient underwent a revision rsa and ofif procedure on (B)(6) 2022. This event was indicated as unrelated to the universe reverse system implanted on (B)(6) 2020. No further information was reported. Additional information received on 3/19/2025: during the revision surgery on (B)(6) 2022 an ar-9564-2842-lat arthrex univers revers glenosphere, an ar-9563-16 univers revers peripheral screw, two ar-9563-24 univers revers peripheral screw, an ar-9562-32nl univers revers peripheral screw, an ar-9502f-42rcpc arthrex univers revers suture cup, an ar-9501-11p arthrex univers revers humeral stem, an ar-9550-15 arthrex univers revers spacer, and an ar-9503l-06c arthrex univers revers humeral insert was removed. The case was completed with new arthrex univers revers implants.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.